Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the button on the bd micro fine plus¿ insulin pen needle "stopped at the middle" during the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "when injecting, a button on the pen stopped at the middle. The patient felt if is clog."

Event description:
It was reported that the button on the bd micro fine plus¿ insulin pen needle "stopped at the middle" during the injection. The following information was provided by the initial reporter, translated from japanese to english: "when injecting, a button on the pen stopped at the middle. The patient felt if is clog."

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. One open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. Clog testing was carried out as per tp700483 and no issues were observed. No issues were observed with the returned sample therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.